Event description:
It was reported that the customer's insulin pump had scratches on the lcd screen. His blood glucose level was 118 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back up plan. The product was not returned. Nothing further to report.

Manufacturer narrative:
Reference medwatch 2032227-2015-06408 for additional information. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.